Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the error. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis (fa). The iesu was analyzed and found to have errors; voltage and communication/timeout errors were present. The reported issue was confirmable in the logs; a significant number of errors were logged on multiple dates. Fa inspection was able to confirm and replicate the reported event; the unit tested on system and presented errors on startup. In addition, the erbe displayed errors in the logs.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced an integrated electrosurgical unit (iesu) error prompting "hf voltage too low in on state" message, which occurred repeatedly when the user activated a laparoscopic monopolar instrument in cut mode during incision. Reportedly, there was no issue when the user activated the monopolar coag mode with the laparoscopic monopolar instrument. After the incision, the user installed a da vinci bipolar instrument but was unable to activate the bipolar energy due to the c-34 error. The user power-cycled the iesu, but the issue persisted. They did not have an energy activation cable for a compatible external esu. An intuitive surgical, inc. (Isi) field service engineer (fse) will be dispatched to resolve the issue. The procedure was aborted after ports had been placed. Isi followed up with the initial reporter and obtained the following additional information: after anesthesia had been administered to the patient, a persistent iesu error occurred on the erbe device during the operation. Before da vinci system docking, the laparoscopic bovie device could not operate in cut mode, and after docking, attempting to use da vinci bipolar resulted in the same error. Despite consulting dvstat and rebooting the iesu, recovery was not possible. Due to this, the procedure could not proceed as planned, and the patient, who had already had cannulas inserted, was closed and awakened, then sent back to the ward. A rescheduled operation on march 3rd was successfully completed.